Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized due to diabetic ketoacidosis and high blood glucose on (B)(6) 2017 with blood glucose of 823 mg/dl and had damaged. The customer's current blood glucose was 370 mg/dl. The customer experienced symptoms such as stomach pain. The customer was treated with a pens and syringe. The customer was wearing the insulin pump during the hospitalization. The customer states has a crack in her pump. The insulin pump will not be returned for analysis.

Manufacturer narrative:
All operating currents are within specification. No unexpected low batt or off no power alarms noted. Unit passed functional test including displacement test, rewind, basic occlusion, occlusion, prime/a33, and excessive no delivery alarm test. Unit functioned properly. Unit received with cracked case on display window corners, minor scratched lcd window, cracked reservoir tube window corners, cracked reservoir tube lip and cracked battery tube threads.